Manufacturer narrative:
(B)(4).

Event description:
At the end of the procedure the physician looked at the graft and noted a leak and placed a cuff graft which worked. At the one month follow up a type iii endoleak was noted at what appears to be the crotch area of the graft. The physician will schedule a repair procedure.